Event description:
It was reported that a user paired a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet and subsequently did not see glucose readings on the ilet, while readings were present in the dexcom app; alarm history showed a sensor reconnecting alert, and the user was guided to repair the connection by toggling settings and re-entering the sensor code, after which readings became available, consistent with an intermittent communication issue. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7, characterized by intermittent communication failure with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a brief communication failure resolved with standard troubleshooting.

Manufacturer narrative:
Initial.